Manufacturer narrative:
The product analysis indicates that the reported issue could not be reproduced. There were no deviations found. The foot control was tested and successfully passed.

Event description:
It was reported that during a case, the handpiece was sitting on the trolley and suddenly powered on. The staff confirmed that the foot control was not pressed. The handpiece finally stopped when unplugged. A replacement handpiece was plugged in, but would not start, even when the foot control was pressed. The foot control was replaced, which resolved the issue. There was no patient injury.